Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose levels to exceed 500 mg/dl. Technical support resolved the issue by arranging to send a replacement pump to the customer, who will use mdi for backup therapy in the meantime. The customer was informed about returning the malfunctioning pump and acknowledged the instructions provided for handling the replacement pump.